Manufacturer narrative:
(B)(4)

Event description:
It was reported during a routine follow-up visit, the physician noticed interferences deactivation episode on both the channels and oversensing on ventricular channel. The physician believed that it was caused by emi. No intervention was undertaken. No adverse patient consequences were reported.